Manufacturer narrative:
Citation: riihiniemi et al. Transcatheter aortic valve replacement in nonagenarians: a finnish multicenter study. The american journal of cardiology nov 1:230:82-85 2024. 10.1016/j.amjcard.2024.08.030. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transcatheter aortic valve replacement in finnish nonagenarians. The study was conducted between august 2009 and september 2021, and included 183 patients who were predominantly female with a mean age of 91.3 years old. Multiple manufacturer¿s devices were implanted in the study population; 40 patients were implanted with a medtronic bioprosthetic valve from the evolut device family. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: stroke, bleeding or vascular complication requiring blood transfusion, cardiac tamponade, mild to moderate paravalvular leak, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.